Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, years following a hernia operation, the patient¿s abdomen developed a painful and uncomfortable bulge at the exact site of the previous repair. The patient needed another procedure to correct the previous one. The event resulted to patient¿s hospitalization.